Manufacturer narrative:
Product ID m924256a001, implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
It was reported the support clip did not stay in place when the surgeon tried to put the burr hole cover on. The movement of the support clip induced a change of lead position. The surgeon had to remove the lead and reposition it. The physician managed to put the lead in the targeted spot. The patient was 'okay.'